Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02426, 3006705815-2023-02425. It was reported that the patient was experiencing pocket pain and both of their leads migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads and ipg were repositioned. Effective therapy was established postoperatively.